Event description:
Olympus was informed that the asset high frequency electro-surgical generator was returned to the service center. There was no reported allegation of a malfunction associated with the scope. However, upon inspecting and testing, the generator was found to have a (reportable) e433 error which was attributed to a defective (hvs) board. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on december 4, 2013. The asset was last serviced via repair on december 16, 2021. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported error could not be conclusively determined. Based on the service evaluation results, found the generator displayed a (reportable) e433 error which was attributed to a defective (hvs) board. The cause of the defective board is unknown. Additionally, a software upgrade is recommended. Minor scratches on the external top cover and indentations on the front panel. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.